Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred. The customer's blood glucose level was not impacted. Reportedly, the customer did not have a backup method of insulin delivery available; however, the customer stated they will consult with their doctor to discuss backup insulin delivery options. Multiple attempts were made by tandem's technical support to obtain additional information; however, no additional information regarding this event was provided.